Event description:
It was reported that on (B)(6), 2011, the sales representative received a phone call from the cath lab manager stating the md reported that an intra-aortic balloon (iab) central lumen had "clotted off." The rn stated the patient (pt.) Was not on systemic heparin, however, did have heparinized saline going into central lumen. Additional information received on (B)(6) 2011 from the sales representative stated a 30cc iab was inserted by the cath lab director on (B)(6) without difficulty. The iab central lumen was flushed well with syringe and connected to heparinized saline and pressure bag. There was good waveform, patient was in 1:1 and everything looked really good; chest pain was relieved. Patient was in holding area (a few yards from cath lab) and within an hour the waveform suddenly went flat. They were unable to aspirate anything back. The md then moved patient back into the cath lab room and attempted to remove the iab through the sheath so he could insert another iab in same site. The md stopped and then removed entire iab and sheath without difficulty. A new iab was not inserted as the patient was feeling better, no chest pain and was stable. However, patient needed coronary artery bypass graft surgery and md preferred to keep intra-aortic balloon pump (iabp) going. Md did not want to take additional risk of inserting in other groin since patient would be going to surgery and did not want to risk bleeding for surgery when patient was stable and pain free. Patient was transferred to the cardiac care unit to wait for surgery in am. Patient had a sudden change in condition that night with arrhythmia and expired. Death was due to arrhythmia not any complication to iab removal.

Manufacturer narrative:
Manufacturer control no. (B)(4). Sample will not be returned for evaluation.